Event description:
It was reported that pump displayed cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge and pump components as instructed, cleaned pneumatic area, and attempted to reload cartridge but was unsuccessful until customer filled and loaded new cartridge with support from technical support, after which load process was completed and insulin delivery was resumed; no additional information was received regarding the outcome of the event.